Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('coil that was pushing though the uterus or tube, coils are scarred into the uterus'), device dislocation ('migration of essure device location of device: fallopian tubes'), autoimmune disorder ('autoimmune disorder') and cold type haemolytic anaemia ('cold agglutinin, an autoimmune reaction'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: tobacco use disorder. Concurrent conditions included: cervical polyp, back pain, autoimmune hemolytic anemia, asthma, copd, cold agglutinin disease, congenital scoliosis, hypomagnesemia, hepatic cyst and renal cyst nos. Concomitant products included: nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches"), migraine ("migraines"), depression ("psychological or psychiatric: problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and cold type haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, cold type haemolytic anaemia, vaginal haemorrhage, menorrhagia, headache, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, cold type haemolytic anaemia, depression, device dislocation, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received, treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, results: total bilateral occlusion. Essure inserts in place with adequate tubal ligation, and no evidence of spillage of contrast from either side. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil that was pushing though the uterus or tube, coils are scarred into the uterus'), device dislocation ('migration of essure device location of device : fallopian tubes'), autoimmune disorder ('autoimmune disorder') and cold type haemolytic anaemia ('cold agglutinin - an autoimmune reaction') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco use disorder. Concurrent conditions included cervical polyp, back pain, autoimmune hemolytic anemia, asthma, copd, cold agglutinin disease, congenital scoliosis, hypomagnesemia, hepatic cyst and renal cyst nos. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches."), migraine ("migraines"), depression ("psychological or psychiatric: problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and cold type haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, cold type haemolytic anaemia, vaginal haemorrhage, menorrhagia, headache, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, cold type haemolytic anaemia, depression, device dislocation, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion essure inserts in place with adequate tubal ligation and no evidence of spillage of contrast from either side,. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received event " coil that was pushing though the uterus or tube, coils are scarred into the uterus" was added. Date of insertion and lab data were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tubes"), autoimmune disorder ("autoimmune disorder") and cold type haemolytic anaemia ("cold agglutinin - an autoimmune reaction") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical polyp, back pain, autoimmune hemolytic anemia, asthma, copd, cold agglutinin disease, congenital scoliosis, hypomagnesemia, hepatic cyst and renal cyst nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches."), migraine ("migraines"), depression ("psychological or psychiatric: problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and cold type haemolytic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, cold type haemolytic anaemia, vaginal haemorrhage, menorrhagia, headache, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, cold type haemolytic anaemia, depression, device dislocation, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received. Events: psychological or psychiatric: problems condition: depression and mental anguish were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.